Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was the q1 of the ECG ¿d¿ was internally shorted. The root cause for the short was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned a monitor and reported monitor was receiving check belt messages.